Manufacturer narrative:
Date of event: date is approximate with month/year valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that on monday, the patient ¿hit the floor/went down/collapsed¿. The patient stated they saw their health care physician (hcp) and they sent them to the florida medical clinic where they had a lot of tests done. The patient reported they were told they had a urinary tract infection (uti). The patient was asked if they meant they had a fall and the patient stated it was not a fall. The patient also stated they did not know how ¿hitting the floor¿ was related to their having a uti. The patient was going to follow up with their hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had not been urinating much. Patient was implanted because they were not urinating. Patient also noted they had antibiotics for their bladder infection. There were no further complications reported.